Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was 400 mg/dl. The customer stated they had been taken by ambulance. The customer declined to troubleshoot for high blood glucose. The customer reported that retainer ring of insulin pump had crack. The insulin pump will not be returned for analysis.